Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. No information was provided to evaluate vitros troponin I es performance and therefore a reagent issue cannot be ruled out as a contributing factor to this event. Performance testing of the vitros eci immunodiagnostic system was not completed and therefore an instrument malfunction cannot be ruled out as contributing to the event. Pre¿analytical sample processing could not be ruled out as a contributing factor, as the investigation could not determine if the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a single patient sample (troponin I es = 0.133 versus expected 0.029 ng/ml) using vitros troponin I es reagent on a vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. It is not known if the higher than expected vitros troponin I es result was reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).